Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with an implanted inflatable penile prosthesis (ipp) visited his physician and reported a suspected leak in the device. The patient's wife noted that he began losing his erection shortly after inflation and later described the device as not pumping and feeling as though it was full. The patient was advised to follow up with his physician and the wife mentioned plans to replace the implant. Several months later, upon inspection a hole was visually identified in the reservoir tubing. As a result, the device was explanted and replaced. No patient complications were reported.